Event description:
Litigation papers allege the hip began to squeak, and shortly thereafter, became painful and debilitating causing the patient to experience great pain and metal anguish, lost wages, and to incur substantial medical expenses. Additionally alleged the patient was caused to be hospitalized with a severe infection localized to the right hip area ultimately requiring the dev ices to be surgically removed and replaced.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The report states: litigation papers allege, the hip began to squeak, and shortly thereafter, became painful and debilitating causing the patient to experience great pain and metal anguish, lost wages, and to incur substantial medical expenses. Additionally alleged the patient was caused to be hospitalized with a severe infection localized to the right hip area ultimately requiring the devices to be surgically removed and replaced. Doi: (B)(6) 2008 - dor: 2009 (right hip). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. It is not likely the devices contributed to the reported infection. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.